Manufacturer narrative:
This supplemental report is being submitted to provide additional results from the legal manufacturer's final investigation. Corrected fields: h3. H6 (findings). The legal manufacturer was able to confirm that the customer's reprocessing steps were conducted in accordance with the instructions for use (IFU). Based on the results of the investigation, the foreign material found in the nozzle was not identified.however, the component analysis of the material revealed a mixture of silicone and silicic acid. Silicone may be originated from chemical solutions such as anti-foaming agent used in the peripheral environment. Silicic acid may be a component contained in water including tap water, well water, and spring water, or the chemical solutions such as anti-foaming agent and disinfectant solution. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. Olympus will continue to monitor field performance for this device.f

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1 should be blank except for olympus in the establishment name field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Labeling: the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited nozzle had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.